Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast prostheses implantation with mentor saline implants on unknown date for unknown indication experienced appendicitis, joint pain, fatigue, interstitial cystitis and fibromyalgia. The patient believed she is experiencing these symptoms for years and she believes they are due to her breast implants and a deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the device that was reported to be deflated.